Event description:
The customer contact reported particulate. The tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a symbiq pump. The option-lok male adapter of the tubing set was connected to the female adapter of a trifurcated extension set. It was reported that after the device was in use for "at least 12 hours" , the nurse noted the particulate inside the tubing of the tubing set. The customer contact reported that the particulate was brown in color. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation not complete. This report represents all the info known by the reporter upon query by hospira personnel.